Event description:
It was reported that the patient's device was overdischarged and the patient was unsure when the last recharge was. Patient compliance was noted as the primary reason for the overdischarge. It was not possible to establish communication with both the clinician and patient programmers. The reporter indicated that a physician recharge mode (prm) was being performed at the time of the report. Approximately a month later, it was further reported that several attempts were made to recover the patient's device from overdischarge without success. The patient's battery was consequently replaced with a non-rechargeable device. The reporter indicated that the patient was doing great.

Manufacturer narrative:
Product ID, 37712 lot# serial# (B)(4), implanted: 2009 (B)(6), product type implantable neurostimulator product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 3777-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37082-20 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 3888-45 lot# v284952, implanted: 2009 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708220 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 3888-45 lot# v264584, implanted: 2009 (B)(6), product type lead product ID, 3888-33 lot# v269701, implanted: 2009 (B)(6), product type lead product ID, 3888-45 lot# v273727, implanted: 2009 (B)(6), product type lead product ID 37752 lot# serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).